Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): no flow (nacl 0.9 %).

Manufacturer narrative:
(B)(4). We received 2 used easypump ii lt 100-50-s without package. The received samples was subjected to a visual examination. Damages were not detected. The original wing cap was not assigned by the customer. After opening the top cap and removing the closing clone we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). We detected no air inside the tube, but we detected an air bubble inside the flow restrictor. Moreover we detected resides of fluid respectively crystallized drug resides at the lla-code of the pt connector. Additionally the pump was filled up to its normal volume with nacl 0.9 %. After opening of the white clamp and waiting for a while ((B)(4)) the pump did work (solution was running). Afterwards, we tested the flow rate of the samples. Nominal: (B)(4). During the test of the flow rates we did not detect any leaks at the samples. We have informed our production site accordingly. A f/u report will be provided after the statement is available.